Event description:
On (B)(6) 2025, doctor (B)(6) reported to fse that they experienced a full thickness cut instead of a partial thickness cut during procedure ID#: (B)(6).

Manufacturer narrative:
After the cornea locator was complete from still frame 31 the patient starts moving as the arcuate is starting and continues to frame 43 when the second arcuate is being made. System functioned as designed. No further clinical follow-up required.